Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The patients blood glucose levels reached 300 mg/dl. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed and the pink slide insert was not visible in the viewing window. The download data from the pod showed that the first priming sequence ended too early due to a rotational sensor malfunction, resulting in the firing flat not being lined up with the release bar at the end of the second prime. Inspection of the commutator cap revealed an area of poor continuity between the commutator cap and the rotational sensor springs, further confirming the rotational sensor malfunction. The rotational sensor malfunction caused by the contamination on the commutator cap prevented the pod from deploying as intended, resulting in the reported needle mechanism failure. No damages or defects were observed in the bottom housing or the e-seal.